Event description:
Device history record was reviewed, no issue has been found. Device history log was reviewed, and event is confirmed. Error 22 is present in the log file. The subject device (model agilia sp mc sk, serial number (B)(6) ) was not sent back to our laboratory for analysis as repairs were performed locally. However, the suspected force sensor was returned as a spare part to be investigated but it has never been received. Thanks to the log file, the reported failure is confirmed. However, due to lack of information, no root cause can be identified. An internal CAPA has been opened about error 22. To our knowledge this complaint is not being related to patient safety. However, the complaint has been registered for statistical monitoring. This complaint is considered as valid. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated an action.

Event description:
The following has been reported: "err 22 force sensor. Defective force sensor diagnosed in the device. This defective part replaced. Quality control performed after repair, device is functional and safe." The sensor was sent back for evaluation. Reporting due to the referenced issue; no serious injuries were reported. More information is needed to complete the investigation.